Manufacturer narrative:
Investigation: the customer was provided the sds by the pittsburgh poison control (ppc) and no further action is required. Technical services attempted to reach out to the customer but were unsuccessful. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. Reference MFR numbers: 1221359-2022-00077, 1221359-2022-00075, and 1221359-2022-00074.

Event description:
The customer reported 4 adults mistakenly used reagent in their nostrils, resulting in no symptoms. This report is 3 of 4. The customer was provided the sds by the pittsburgh poison control (ppc) and no further action is required. Although attempts were made, no additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct codes to h6. Four codes were added to the initial submission in eror:- types of investigation codes: 4109- historical data analysis & 4110-trend analysis are being removed from h6, because they were both incorrectly added. Investigation conclusion (ic) codes: 67 & 4315 were also added in error. Ic code 61- unintended use error caused or contributed to event is the correct code, and has been added.